Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported stretched distal shaft was unable to be confirmed; however, the guide wire exit notch was torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3x38mm xience alpine rx stent delivery system (sds) was removed from the packaging, prepped and advanced toward the target lesion and the physician felt either a kinked or stretched distal shaft. No resistance was noted while removing the sds from the packaging. No resistance was noted while advancing into the patient anatomy. A same size alpine was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Returned device analysis revealed that the distal shaft was torn at the guide wire exit notch extending distally for a length of 7.7 cm. No additional information was provided.